Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pain on and off') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cyst"), abdominal distension ("I m look like I m 6 moths pregnant from swelling"), asthenia ("no energy"), mood swings ("mood swing") and abdominal pain lower ("terrible cramping left side"). The patient was treated with surgery (hysterectomy scheduled). Essure was removed. At the time of the report, the pelvic pain, ovarian cyst, abdominal distension, asthenia, mood swings and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, asthenia, mood swings, ovarian cyst and pelvic pain to be related to essure. Concerning the injuries in the case, the following ones were described in patient's medical records: ovarian cyst, lower abdominal pain, mood swing, no energy, abdominal swelling, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media: events I m look like I m 6 moths pregnant from swelling, terrible cramping left side, sharp pain on and off, mood swing, no energy, added. Case upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.